Manufacturer narrative:
The log file was analyzed. It was found that the procedure was started without conducting a device check probably due to the fact that the concerned device was used for an emergency replacement. For the time in question reoccurring sequences of high priority alarms for fresh gas deficit and negative airway pressure were found. As specified for this situation and to counterbalance the fresh gas deficit the air entrainment valve was opened. No indication for a device failure or a ventilator failure as reported was found in the logs. The ventilation was working all the time and the device has posted the corresponding alarms as specified to inform the user about the situation. The device check performed after the case was passed successfully. As no indication for a gas failure was found the observed mpgm (patient gas measurement) problem can maybe be explained by the skipped device check before the case. Doing so the gas monitor does not yet provide full iso accuracy which is indicated on the ecd screen and is displayed by greyed out values. A negative pressure may be caused either by a spontaneous breathing patient or by any additional suction devices. The first assumption is not valid as the patient was asleep with a muscle relaxant during the time in question. Additional information was received that an oral gastric tube connected to a suction device was applied to the patient. Reportedly the og was placed without visualization so maybe was positioned in the trachea leading to the detected negative airway pressure/ fresh gas deficit. Finally it can be concluded that probably an user error has caused the reported symptoms.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a vent failure and mpgm failure while in use. There was no patient injury.